Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were sent for review with concern of a driveline fault alarm that started at 3:00 am and continued. There did not appear to be any damage to the driveline. The log files captured the first driveline power fault on (B)(6) 2022 at 1:13:47. The motor function was not affected by these events. The modular cable was exchanged and there were no further alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. The controller event log file contained data from 05may2022, per the timestamps. A driveline power fault alarm associated with power b was captured throughout the entire duration of the file. The controller periodic log file contained data from 24apr2022 through 05may2022. A driveline power fault alarm associated with power b was captured on 05may2022. The alarm was captured throughout the remaining duration of the file, consistent with the controller event log file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient had no symptoms or adverse reactions after the modular cable exchange. Multiple attempts were made to obtain additional information from the customer regarding the event (including requests for product return); however, no additional information was provided. The relevant sections of the device history records for modular cable, lot number 6877095 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." This section also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5, ¿alarms and troubleshooting¿, contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. This section also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.